Event description:
It was reported that during unpackaging of a 3.5x18 rx xience xpedition stent delivery system (sds), when removing the protective stent sheath and stylet without difficulty, the stent dislodged onto the stylet. Reportedly, there was no issue with removing the device from its dispenser hoop packaging. The sds was not used in the patient. Another rx xience xpedition sds was used to successfully complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.